Event description:
Repeated severe hypoglycemia; the medtronic 770g system on multiple occasions shows sensor glucose levels that are 80 to 100 points too high. My scenario was that the sensor glucose was 132 in which the system would continue to dose insulin while actual tested glucose was 41. This inaccuracy causing the severe hypoglycemia is life threatening when in auto-mode. As a stop gap I have taken the pump out of auto mode. FDA safety report ID # (B)(4).